Event description:
Sterile processing had limited info in which to process the biomet pana splay. Biomet knows better than to release something this incomplete. If FDA doesn't catch this may be spd professionals need to be part of review panel. Real spd professionals need to be part of review panel. Real spd people that do this job not podcast people who haven't push a button on sterilizer in over 10 years. Thank you. Ref report: mw5156400.